Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was return in one piece. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. The cause of the reported event was isolated to the helix being clogged with blood/tissue. No other anomalies were found.

Event description:
It was reported that the helix of right ventricular (rv) lead was failed to work. The rv lead was replaced and the procedure continued with the new lead on 26 sep 2022. The patient was stable throughout the procedure.